Event description:
It was reported to boston scientific corporation that a wallflex enteral colonic stent was attempted to be implanted within the descending colon of the patient on (B)(6) 2012 during a stent placement procedure. According to the complainant, the patient was being treated for a stricture due to colon cancer. During the procedure, a guidewire was placed, the wallflex colonic stent was advanced over the guidewire to the desired anatomy location. Then, the outer sheath was withdrawn completely and the stent was deployed. The proximal end of the lesion was not visual due to the endoscope position being unsteady. After deployment of the stent, the stent delivery system was removed and it was then noted that the stent delivery system was removed along with the stent. There was no resistance encountered during removal of the stent delivery system. A guidewire was then placed and the procedure was completed with two wallflex enteral colonic stents. After removal from the patient, the complaint stent was examined and it was noted that there was a broken wire on the distal end of the stent and the proximal part was not fully expanded. The patient's anatomy was slightly tortuous. There were no patient complications as a result of this event. The patient's condition was reported to be "good" post procedure.

Event description:
It was reported to boston scientific corporation that a wallflex enteral colonic stent was attempted to be implanted within the descending colon of the patient on (B)(6) 2012 during a stent placement procedure. According to the complainant, the patient was being treated for a stricture due to colon cancer. During the procedure, a guidewire was placed, the wallflex colonic stent was advanced over the guidewire to the desired anatomy location. Then, the outer sheath was withdrawn completely and the stent was deployed. The proximal end of the lesion was not visual due to the endoscope position being unsteady. After deployment of the stent, the stent delivery system was removed and it was then noted that the stent delivery system was removed along with the stent. There was no resistance encountered during removal of the stent delivery system. A guidewire was then placed and the procedure was completed with two wallflex enteral colonic stents. After removal from the patient, the complaint stent was examined and it was noted that there was a broken wire on the distal end of the stent and the proximal part was not fully expanded. The patient's anatomy was slightly tortuous. There were no patient complications as a result of this event. The patient's condition was reported to be "good" post procedure.

Manufacturer narrative:
A visual examination of the returned device found that the stent had been fully deployed and the outer sheath was closed to the tip. An examination of the stent holder found no issues. It was noted that the wire of one stent loop, at the nonflared end, was broken at the weld point and was intertwined in the stent loop opposite the broken stent loop. No other issues were noted with the device. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A search of the complaint database confirmed that no similar complaints exist for the specified batch. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label. The investigation concluded that this complaint is associated with a product that meets design and manufacture specifications but due to anatomical/procedural factors encountered during the procedure, performance of the device was limited. The most probable root cause classification is operational context.

Manufacturer narrative:
Although the exact patient age was not provided, the patient was reported to be over 18 years of age. (B)(4) - the reported issue of stent wire broken. (B)(4) - for the reported issue of stent expansion issues. (B)(4) - the reported issue of catheter difficult to remove. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.